Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
Customer requested to exchange their insulin pump for an insulin pump with an updated scroll wrap feature due to recall. No additional information was provided. Customer's blood glucose level at the time 132mg/dl. No additional information was provided.